Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon went to fire the device and it locked up while crossing the staple line. The case was completed with another like device. There was no pt consequence.